Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The cause of the catheter not aspirating was unknown.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and multiple back operations. Other medications the patient was taking at time of the event were not available. The date of the event was (B)(6) 2017. It was reported that while replacing the pump related to elective replacement indicator (eri) and prophylactic replacement procedure (prp) the doctor attempted to aspirate the catheter and was unable to aspirate. A new 8780 catheter was implanted on (B)(6) 2017. The explanted catheter was discarded. The patient did not experience symptoms. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Patient weight and medical history were asked and will not be made available. Patient status at time of this report was alive - no injury. The issue was resolved. No further complications were reported.